Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The lot number is currently unavailable.

Event description:
It was reported by the sales rep reported that during an open shoulder repair, it was observed that the laterjet coracoid k-wire, 150 mm broke when the surgeon was drilling with it. The sales rep reported that the device broke in half outside of the patient and nothing fell inside the patient's joint space. The surgeon completed the procedure with another like device with no patient consequences. There was a 15 minute delay in the case. The sales rep could not provide the lot number or age of the device. The customer already discarded the complaint device. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.